Event description:
The svc report shows that while performing an incoming evaluation of the device, the volumes were found to be out of spec. Co's svc tech inspected the device and replaced the safety valve spring. The unit passed extended testing. This report is not an admission by co that this device caused or contributed to the event alleged in this report.